Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous left superficial femoral artery (sfa). Following advancement of a 6fr-10cm introducer sheath and a non-bsc guide wire to the target lesion, a 18mmx4cm non-bsc stent was deployed. The 6.0x20mm 75cm mustang balloon catheter was then selected and advanced for post-dilation. However, upon the 1st inflation at 12 atmospheres the balloon ruptured. No balloon fragments were noted inside the patient. The procedure was completed with a 6mmx4cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).